Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/fmc cassette and the patient¿s peritonitis event. However, there is no objective evidence that a liberty select cycler/ fmc cassette malfunction or product deficiency was associated with this event. The patient¿s pd culture yielded growth of staphylococcus which is an organism that resides on human skin. Peritonitis is a well-known potential complication in pd patients that is often caused by touch contamination. Therefore, based on the information available the patient¿s peritonitis can be reasonably attributed to touch contamination as also reported by the patient¿s pd nurse. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient recently came home from the hospital after being treated for an infection in the peritoneal cavity. The patient reportedly was in drain 3 for 547 minutes and then the cycler was turned off. Technical support advised the patient to attempt a manual drain. During follow-up, the patient¿s pd nurse stated that on (B)(6) 2020 the patient went into the hospital due to not draining well. During the hospitalization, a pd culture was obtained ((B)(6) 2020) which yielded growth of coagulase negative staphylococcus. Reportedly, the patient was treated with vancomycin 2 grams intra-peritoneal (ip) and pd therapy continued during the hospitalization. Subsequently, on (B)(6) 2020 the patient was discharged from the hospital and is reportedly recovering from the peritonitis event. Additionally, the patient is now utilizing heparin during the pd treatment as the nurse stated the patient did have fibrin which was what caused drain issues from the pd catheter. The nurse reported the patient did not have any fluid leaks, or any other issues with any fresenius device/product in relation to the event. According to the nurse, touch contamination was suspected to be associated with the peritonitis.